Event description:
It was reported the subject device exhibited image quality issues. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in the image, damage on the cable unit and water leak in cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in cable unit, there is noise in the image and due to damage on the cable unit, water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.